Manufacturer narrative:
Device received constant drive count alarm during rewind due to corroded motor home switch. Unable to verify an error in the motor due to constant drive count alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 150 mg/dl at time of incident. The customer was not able to rewind. Troubleshooting was performed. The insulin pump will be returned be for the analysis.